Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix was notified on (B)(6) 2018 by m2s of an afx type 3a endoleak, sac growth, and migration for a patient originally implanted sometime in 2012. Ballooning was performed in an attempt to resolve the endoleak but was unsuccessful. As vqi hospitals are anonymous, no additional information will be reported on this patient.